Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. The customer has not requested getinge to evaluate the iabp in connection with this event. No additional details on this event were provided and the current status of the iabp unit is unknown. If further information is received, a supplemental report will be submitted. The event site "zip code," "telephone number," and "state" were left blank because this information was not provided and is unknown. No repair req.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was non-operational, no wave forms were present and the screen was black. It was noted that the power plug was plugged into an appropriate power source and the "on/off" switch was in the "on" position. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.